Manufacturer narrative:
Device passed the rewind test, prime o seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 79 alarm or device test failed alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error. The customer¿s blood glucose was 14.2 mmol/l at the time of incident. The troubleshooting was performed and reported that they were able to clear the alarm and able to rewind the insulin pump. The customer was reported that the displacement test was not passed. The customer was also advised that the insulin pump will be replaced and refer to back up plan. The insulin pump will be returned for analysis.